Event description:
The patient received 2 scs leads with the same lot number. It was reported, the patient experienced a shocking sensation in her left buttock area and subsequently is not receiving adequate stimulation. An impedance analysis showed invalid impedance values for the scs lead contacts. There was no lead migration. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.